Event description:
The customer stated hemoglobin/hematocrit values were not matching the rule of three for one patient sample tested on the cell-dyn 1700 analyzer. Initial results were hgb = 3.0 g/dl and hct = 10.0%. The sample was repeated without resolution. After performing instrument cleaning procedures, the sample yielded a hgb of 4.4 g/dl and hct of 13.3% in closed mode. The sample was repeated in open mode with a hgb of 9.3 g/dl and hct of 27.1% the sample was retested in closed mode with a hgb of 9.1 g/dl and hct of 26.4%. This result matched the patient's historic results and clinical diagnosis. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Worn peristaltic pump tubing; peristaltic pump tubing. A review of complaint text showed that the last replacement of the peristaltic pump tubing was on (B)(6) 2008. Visual inspection confirmed that the lyse cap was intact and syringes were free of leaks, cracks, bubbles, and air pockets. Lyse line maintenance was up to date. All inlet tubings were seated properly. The diluent and lyse were properly installed. The customer technical advocate instructed the customer to replace the peristaltic pump tubing and run precision in closed mode. A follow-up with the customer confirmed that changing the closed mode peristaltic pump tubing resolved the hgb/hct mismatch issue. The likely cause of the issue was due to worn aspiration parts. The instrument was performing within specifications and no further investigation was required. The cell-dyn 1700 system operator's manual, list number 03h58-01, revision f, under section 10 provides basic troubleshooting information. Abnormal or imprecise hgb results may be related to maintenance, electrical issues or sample issues (page 10-13). A review of complaints for the period of (B)(6) 2008, did not indicate any adverse trend for the cell-dyn 1700 for the complaint issue. Based on the investigation, no product issue was identified for the cell-dyn 1700 for discrepant hgb results. This is the final report.